Event description:
Customer reported, she experienced low blood glucose of 48 mg/dl while at the gym and lost her transmitter. She stated she was not focused. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.